Event description:
It was further reported that the problem was first identified during preparation for use and the procedure was cancelled.

Manufacturer narrative:
This follow up report is being submitted to include additional information received from the customer. The following sections were updated: b3, b5, h2, h10 olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific cause of phenomenon could not be identified olympus will continue to monitor field performance for this device.

Event description:
The customer reported the video system center an e105 error. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a light-emitting diode unit failure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.